Event description:
It was reported that the right ventricular (rv) lead impedance and threshold were both rapidly climbing before a lead safety switch (lss). The rv lead exhibited high, out-of-range pace impedance measurements of 2003 ohms. Noise was also noted on the electrogram (egm), possibly myopotential oversensing due to the switch to unipolar sensing. The device and leads remain in service. No adverse patient effects were reported.